Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tip up fenestrated grasper instrument for failure analysis investigation. The instrument was analyzed and passed all functional tests, including recognition, engagement, motion, grip, and bumper tests, and operated normally. No defects were identified, and it is possible the wrong part was returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm tip-up fenestrated bipolar forceps instrument could no longer be navigated properly and could not be opened. The customer pressed the e-stop button and used the instrument release kit to remove instrument. The procedure was completed with no reported injury.